Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was 60 (mg/dl). Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.